Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 212 mg/dl. Customer stated that the alarm was resolved by a complete set change. Customer unable to do troubleshooting due she changed the set. No further information provided.